Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure and chronic obstructive pulmonary disease. The death was not considered to be device related. It was not known if an autopsy was to be performed. The device was not explanted.

Event description:
Additional information was received that right heart failure was present prior to left ventricular assist device (lvad) implantation, characterized as mild to moderate right ventricular (rv) failure, and did not require temporary rvad support at that time. The right heart failure was not caused or contributed to by the device, as its etiology was multifactorial. Contributing factors included chronic lung disease, long-standing heart failure with reduced ejection fraction (hfref), and a subsequent covid-19 pneumonia, which required hospitalization and mechanical ventilation. Although the patient was successfully treated and discharged, further deterioration in rv function was observed during follow-up outpatient visits. The chronic obstructive lung disease was also multifactorial, with a history of coal mining and smoking, and had been diagnosed prior to lvad implantation. The patient was already receiving inhaled medication for management. Throughout this period, the device was confirmed to be operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6) , was not explanted for evaluation. Upon further review, the information covered in this record was determined to be non-complaint; however, since an MDR was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. A DHR review is not required per procedure and was not performed. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.